Event description:
It was reported that during a rectum procedure, the clips would not advance. Surgeon used another like device. No patient consequence.

Manufacturer narrative:
Eval summary: the analysis results for the mcl20 instrument found the clip track out of position causing the clips to be fed out of the jaws. No conclusion could be reached as to what may have caused the track location condition. A batch record review was performed and no anomalies were found during the manufacturing process.